Event description:
The customer reported that their pump screen was dark and wouldn't turn on despite several troubleshooting attempts. There was no adverse impact to the customer¿s blood glucose level as it remained within normal range. Technical support instructed the customer on troubleshooting steps, confirmed the warranty status, and decided to replace the pump to ensure continued insulin delivery. The customer was advised to use a backup insulin pump and was informed of the steps to take upon receiving the replacement pump, which was sent to them. The problematic pump was to be returned to tandem within 10 days using provided packaging and a pre-paid label.